Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2020, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2020. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a hydrogel placement for prostate cancer radiotherapy procedure performed on an unknown date. The procedure was done with lumbar anesthesia. Reportedly, computerized topography (CT) and magnetic resonance imaging (MRI) scans were performed which showed gel present in the blood vessel. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.